Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had slight rainbow screen when held in the sunlight. Customer's current blood glucose was not given. Customer also had no delivery alarm for several time. Product will not be returning for analysis.

Manufacturer narrative:
Device was received with a broken battery cap. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected low battery alert and back light anomaly noted. Also, no excessive no delivery alarm and rewind anomaly noted during the testing. No rainbow effect on screen noted during visual inspection. (B)(4).